Manufacturer narrative:
It is unknown whether this device was manufactured by foshan r. Poon medical products co., ltd. Distributor does not indicate the manufacturer or model. Distributor's cover letter states that they distributed a copy of their MDR to all manufacturers of mechanical rollator.

Event description:
From invacare report: dealer states seat is broke. No report of an injury or ill effect to the involved end user. Reportedly the device had recently been issued. Reporter did not have the serial number. Any further information will be filed in a supplemental report.